Manufacturer narrative:
(B)(4).

Event description:
It was not possible to tighten the set screw with the hex wrench. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Evaluation summary: upon analysis, it was confirmed that it was not possible to tighten the set screw. Visual inspection revealed the head of the set screw had been stripped, consistent with multiple misaligned wrench insertions which forced down the inset walls of the set screw. Mechanical inspection revealed that when a wrench was engaged properly with the remaining inset walls of the screw, the setscrew was able to be fully tightened. It was concluded the event was related to incorrect use of the torque wrench.